Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. On an unknown date, the patient was hospitalized for the peritonitis. The cause of the peritonitis was unknown. On unreported date(s) during the hospitalization, the patient was treated with intraperitoneal vancomycin (dosage, frequency, and duration not reported) for the peritonitis event. On an unreported date, the patient was no longer on treatment for the peritonitis event. Seven days after the initial receipt of this report and after an unknown number of days of hospitalization, the patient was discharged to a nursing home facility. Dianeal therapy was ongoing. The patient was recovered from the peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). The patient was not yet fully recovered from the previously reported peritonitis event (previously, the outcome was reported as recovered) at the time the initial report was received, but did recover on an unknown date. On unreported date(s), the patient resumed treatment with unknown intraperitoneal antibiotics (medication, dosage, frequency, and duration not reported) for the previously reported peritonitis event. Antibiotic therapy was completed on an unknown date. Should additional relevant information become available, a supplemental report will be submitted.